Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pinnacle quickset acetabular grater handle (d244000510) was determined to have collected uncleanable bioburnden or at least insufficient confidence to determine it clean and safe for resterilization. They have been asked to remove all of this style grater handles from this facility (qty 10).

Manufacturer narrative:
Product complaint # ==>(B)(4). Investigation summary ==> the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.